Event description:
It was reported that: "poly swap on a durcaon tka cr. The patient had varus/valgus instability that was significant. The poly had no markers on it except l-1. No other marking. This implant is not being returned - the doctor wanted to give it to the patient."

Manufacturer narrative:
An evaluation of the reported devices cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.